Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a a crack in the heater line during set-up for peritoneal dialysis therapy. The patient noticed a large bend in the tubing. When she straightened the tubing out, a crack in the line was observed. The patient discarded the set and started over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.